Manufacturer narrative:
(B)(4).

Event description:
Device was reported in backup mode. Device reset on 3/31/17. Device remains implanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of this particular device.the returned device data was inspected. The inspection revealed that the ICD activated the backup mode on (B)(6) 2017 because it detected invalid memory content during an automatic signature check.in general, the ICD is equipped with the ability to detect and repair invalid memory content. In case that the invalid memory content cannot be corrected, the ICD will -by design- activate the backup mode to assure the patients safety. Furthermore, the device data show that the ICD was re-initialized on (B)(6) 2017. An evaluation of follow-up data after re-initialization showed no indication of a device malfunction. However, the root cause for the invalid memory content could not be determined. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In conclusion, the clinical observation resulted from an invalid memory content. The invalid memory content was automatically detected by the device leading to the activation of the backup mode. The ability of the device to deliver therapies is not affected by the safety mechanism. The follow-up data generated after the re-initialization process showed no indication for a device malfunction.